Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z-number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for bacteria. There is no known patient involvement. Through follow-up communication with the customer, sorin group learned that the customer already has the new tubing installed on the unit. The customer reported that the final test results have not been received yet, though the initial report was that the unit had tested positive for bacterial contamination. The contact directed sorin group to the facility's legal department, who stated on september 15, 2016 that the test results are for the hospital's internal use and will not be provided. The lawyer also stated that the unit has been removed from service. Several attempts were made to get additional information about the device. However, it was either unavailable or could not be disclosed. Additionally, the service call requested by the customer has been canceled. It has not been confirmed at this time that the unit is contaminated. If any additional information is received, it will be provided in a supplemental report. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for bacteria. There is no known patient involvement.

Manufacturer narrative:
Device available for evaluation? Yes. Initial contact name: (B)(6). Initial reporter also sent the report to FDA? Yes. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6) . This medwatch report is being filed on behalf of sorin group (B)(4). On october 13, 2016, sorin group received a user medwatch report (B)(4) related to this event. The user report stated that the newly purchased sorin heater-cooler system 3t tested positive for mycobacteria after cleaning. The new unit was purchased after all 8 of the facility's old sorin heater-cooler system 3t units were replaced due to issues with proper cleaning and infection control between use. In the report, the customer alleged that the device design made proper cleaning of the device impossible when following the current instructions for use (IFU). The customer indicated in the report that the fan exhaust was directed away from the patient and surgical field during use. The device was a new machine purchased off of loan 9 months prior to receiving the positive test result (sample was taken 3 months prior to receiving test result). The customer reported that the device was cleaned and new water lines and connectors were installed before putting the device into service. The facility stated that all devices are continuously monitored for potential contamination per the IFU, and the exhaust is directed out of the operating room. The customer reported that source flora testing of the faucet, filter and tubing for the water source all returned negative. The facility uses a 0.22 micron pall filter. The report indicates that no patient infections have been reported to date related to the sorin heater-cooler devices. The facility has been using sorin heater-cooler devices since 2007. In the initial complaint, the customer only reported one serial number (B)(4), and only one medwatch report (9611109-2016-00662) was filed. However, the user report received on october 13, 2016, documents five (5) serial numbers, including the serial number in this report. Four (4) additional medwatch reports have been filed to document the additional serial numbers (see reports 9611109-2016-00732, 9611109-2016-00758, 9611109-2016-00759 and 9611109-2016-00760 for details on the additional units). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.